Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment rubbed against the surgery incision on her chest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest until the incision improves. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.